Manufacturer narrative:
Product event summary: no anomaly was found by the functional test. No anomaly was also found by the back-up test using the battery returned with the device.

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, a battery replacement was performed. Only a few hours after battery replacement, the battery was low again. The relevant battery was the same model of the one which was inside the device at time of returning. It might be caused by human error such as nurses during the operation, but analysis was requested. The epg is expected to be returned for servicing. No patient complications have been reported as a result of this event.